Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 405 mg/dl at the time of incident. The customer¿s current blood glucose value was 350 mg/dl. The customer did provide information about symptoms of high blood glucose value such as blurred vision. The customer treated low blood glucose value with bolus, exercised and drank water. The insulin pump was not on auto mode at the time of incident. The customer declined further troubleshooting. The infusion set had leaked. The customer will discontinue use of the device.